Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited double beeping. There was unknown patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by functional testing. The cause was the unknown. Replaced the motor to correct the problem. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.